Event description:
It was reported the camera head displayed an error code e224. The issue occurred during preparation for use. The procedure was completed using a similar device. There was no patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found no additional findings. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty cable connector. The most probable cause of the complaint is traced to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.